Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2006, that a wallstent rx biliary endoprosthesis was used during a stent placement procedure of the common bile duct (cbd) on female patient in 2006, (patient weight unknown). According to the complainant, during the procedure the internal delivery sheath broke while the physician attempted to deploy the stent. No component of the internal delivery sheath detached within the patient. The device was replaced with another wallstent rx biliary endoprosthesis device in which the same event occurred. The patient underwent a percutaneous transhepatic cholangiographic drainage due to the cbd obstruction. Another biliary wallstent was placed in 2006. Refer to MFR report #3005099803-2009-0459 for details regarding the first device.

Manufacturer narrative:
Therapy/non-surgical treatment, component(s), broken. A visual examination of the returned sample revealed that the inner lumen had longitudinally folded over on itself and the distal sent wires were damaged. Product analysis confirmed that it was not possible to deploy the stent from the returned device. The root cause of the inner lumen break cannot be determined.